Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-11708. It was reported the patient experienced ineffective stimulation. X-ray imaging confirmed the extension was coiled. Reportedly, system diagnostics revealed high impedances on contact 2b. Low impedances were discovered on contacts 4 and 3b. In turn, the patient underwent surgical intervention wherein the extension was explanted and replaced.